Manufacturer narrative:
Product ID: 3889-28, lot# va0pt4a, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0pt4a, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va0pt4a, ubd: 21-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller reported patient is needing MRI but patient indicated she discarded the programmer and stim is off. Caller was concerned as she cannot confirm stim is off for scan. Caller mentioned patient indicated "it only worked once and never worked again because the leads were wrong or something". Caller asked patient to clarify, patient stated "it was no longer tingling how it was". An x-ray was done and patient was told the "leads were not where they were supposed to be". Caller stated patient said this issue began "probably within a week" of having the ins placed. No further patient complications are anticipated or expected as a result of this event.